Event description:
An optometrist reported that he had 8 or 9 patients develop corneal ulcers during 2009, while using complete multipurpose solution easy rub formula. He provided details for 4 of these patients (see mdrs 2020664-2009-00025, 2020664-2009-00030, 2020664-2009-00034, 2020664-2009-00035). He provided one lot number (see this report). As he did not have any other patient details at the time of his report, this MDR was generated for 4 unknown patients until further information becomes available.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established.